Manufacturer narrative:
Evaluation: results/conclusions: stent deformation, root cause could not be identified. (B)(4). Event date: year only valid.

Event description:
Physician attempted to use a resolute integrity 2.25x8mm drug eluting stent. It was reported that the stent was deformed during positioning. No issues were noted with the device during inspection or performance of (B)(6) prep. No clinical sequelae were reported. Evaluation summary: the distal tip was flared and damaged. The first four proximal segments were bunched and deformed. The remaining segments were intact. Crimp impressions were visible on the exposed balloon surface.